Event description:
It is reported that a resolute integrity 2.25 x 8 mm rx drug eluting stent was implanted in the rca vessel 33 days past its expiry date. There are no reported patient complications.

Manufacturer narrative:
Evaluation results: shelf life exceeded - (expired product). Failure to follow instructions - (device was implanted past its expiration date). No results available since no evaluation performed - (device or procedural images were not provided for review). Evaluation conclusions: no device failure - (expired product). User error contributed to event -(device was implanted past its expiration date). (B)(4).